Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 07p45-32 that has a similar product distributed in the us, list number 07p45-45.

Event description:
The customer observed a falsely elevated alinity I toxo igg result for a patient. The following data was provided: (B)(6) 2023, sample ID (B)(6). Initial result = 3.4 iu/ml, 23jan2023 repeat result = 0.3 iu/ml. Toxo igm result = 0.08 index. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review for lot 44254be00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false reactive results were obtained, indicating that the lot generates the expected results. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg assay for lot number 44254be00 was identified.corrected data in section a1 - patient identifier complete entry = 023020057902 and h4 - device mfg date